Manufacturer narrative:
During preventive maintenance on january 9, 2020 and during functional testing, the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR" error message. The probable cause of the error message issue was likely due to a software logic related fault resulting in a failed communication between the drive train motor and the processor board. To remedy, the platform was connected to the autopulse vision software to reset the software and clear the error message. No physical damage was observed on the autopulse platform during visual inspection. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4).

Event description:
During preventive maintenance on january 9, 2020, the returned autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR " during functional test.